Event description:
False positive and falsely elevated advia centaur toxoplasma igg results were obtained by the customer and discordant when compared to previous and repeat test results. There was no report of adverse health consequences due to the discordant advia centaur toxoplasma igg results.

Manufacturer narrative:
The cause for the discordant advia centaur toxo g results compared to previous and repeat test results is unknown. No conclusion can be drawn.